Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'downstream occlusion does not go away' which was confirmed by the review of the event history log and reproduced during evaluation. The cause was determined to be an out of specification force sensor with a tube leaded, reading of 1300. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a spectrum pump experienced downstream occlusion does not go away. There was no known patient injury or medical intervention associated with this event. No additional information is available.